Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify did not undergo confirmatory test". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines") and pyrexia ("other injury (ies) or complication please describe: fevers every month"). On (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general),"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain") and menstruation irregular ("irregular period,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, back pain, menstruation irregular, migraine and pyrexia outcome was unknown. The reporter considered back pain, genital haemorrhage, menstruation irregular, migraine, pelvic pain, pyrexia and weight increased to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2014 trailing coils- approximately 3-6 trailing coils photographically documented. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: a. Uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: unremarkable uterine cervix. Proliferative endometrium with small endometrial polyp. Coiled metallic devices in bilateral fallopian tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify did not undergo confirmatory test". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines") and pyrexia ("other injury (ies) or complication please describe: fevers every month"). On (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general),"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain") and menstruation irregular ("irregular period,"). The patient was treated with surgery (hysterectomy laparoscopic assisted vaginal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, back pain, menstruation irregular, migraine and pyrexia outcome was unknown. The reporter considered back pain, genital haemorrhage, menstruation irregular, migraine, pelvic pain, pyrexia and weight increased to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2014, trailing coils- approximately 3-6 trailing coils photographically documented. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 07-oct-2021: case category updated to serious incident, reporter, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.